Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to load a cartridge onto the pump. Reportedly, the customer was unable to get passed the cartridge detection screen during the load process and has repeatedly received a notification. Troubleshooting with tandem technical support was performed and cartridge was not able to be successfully loaded. Customer had elevated blood glucose level (>500 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels and stated they have a back up pump and manual injections for insulin therapy.